Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The july 2017 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "hemolysis - catheter removed. " no adverse trend was identified. As received, the catheter had been trimmed to the 25cm mark. The catheter was contaminated with bio matter inside and out. There was adhesive residue on both extension tubes. The centimeter markings were present, with no noted fading. A visual inspection of each valve disc confirmed the discs were slit and centered. There were no manufacturing related defects noted. During the disinfection process, the lumen was flushed without difficulty. A guidewire (0.018") was inserted through the lumen of the returned sample without difficulty, confirming patency. Infusion pressure and aspiration pressure were both measured on the pasv valve using a water column and water. Both pressures met specification. The tubing ID and od was also measured and found to meet specification. The returned used sample was evaluated and found to be visually, dimensionally and functionally acceptable, i.e. Met specification at the time of manufacturing. Hemolysis is the lysing or rupture of the red blood cells during a blood specimen collection. Contributing clinical factors during a specimen collection can include but are not limited to improper syringe size, excessive negative pressure, and un-secure line connections. The dfu (directions for use) that is supplied in the applicable kit provides guidelines for the preferred method for blood sampling. ((B)(4)).

Manufacturer narrative:
The catheter from the reported event has been returned to angiodynamics, however the device evaluation has not yet been conducted. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, PICC catheter removed and replaced due to hemolysis occurring when drawing blood samples for a pediatric oncology patient. There was no patient injury reported. The used catheter has been returned to angiodynamics for evaluation.